Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was discarded. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The warning section of the asahi prowater instructions for use (IFU) states: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. The IFU also states: torquing or pushing a guide wire against resistance may cause guide wire damage and/or tip separation or direct damage to a vessel. If a guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. The cause of the reported resistance felt during the withdrawal could not be identified from the provided information.

Event description:
It was reported that during the procedure in the mid left anterior descending artery and the septal perforator, the prowater guide wire prolapsed and knotted while entering the septabl perforator. An attempt was made to withdraw the guide wire and resistance was felt. The tip of the guide wire stretched, but did not detach. The guide wire was removed successfully from the anatomy. There was no reported significant clinical delay in the procedure and no adverse patient effect. Though requested, additional information was not provided.